Event description:
Physician was performing a routine retropubic inside-out rp-01 approach and upon cystoscopy found perforation of the bladder. This occurred during trocar placement of patient's right side using long curve trocar. Surgeon removed and repositioned and sling was placed successfully.

Manufacturer narrative:
Evaluation: there was no device malfunction during the procedure. Device functioned according to specifications.